Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) determined the power cord required replacement. A price proposal was provided to the customer but expired without customer acceptance. However, no service activity was performed due to customer refusal of service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting the power cable on the v60 ventilator did not pass electrical testing. The device was not in clinical use. There was no report of harm. The pse determined the power cord required replacement. A price proposal was provided to the customer.